Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that that the error codes were generated during fluoro operation. Review of the system log file showed that velara x-ray generator converter errors. The fse recommend replacing the q2 and q1 converters in the velara generator. Customer had work performed and third-party engineer replaced chassis and after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.evaluation method was corrected.

Event description:
It has been reported to philips that there is no fluoro exposure. The device was in clinical use. No harm has been reported. Philips has started an investigation of the complaint.